Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The sample was visually inspected and a functional test was performed to simulate treatment but no defects were noted and the failure mode could not be confirmed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was requested but was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient (pd) reported the morning after treatment (exact date not specified) he noticed some fluid drops underneath where the solution bag connects with the solution line. Per follow up with the patient and his pd nurse, it was noted the patient did not experience any injuries or complications as a result of the fluid leak. The patient used manual supplies to drain the fluid and fill with fresh solution. He was not prescribed any antibiotics.